Event description:
A customer reported an error with their continuous glucose monitor, labeled as error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance on resetting their pump from technical support, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.